Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The explanted device cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 7300tfx25 valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approx. 3 years due to bioprosthesis degeneration leading to massive mitral insufficiency. The patient experienced shortness of breath, weakness and chest pain. The patient was (B)(6) at the time of the implant. The patient recovered well and is now home after hospital discharge.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) was not reviewed as the device serial number was not provided.

Event description:
Edwards received notification that a patient with a 7300tfx25 valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approx. 3 years due to bioprosthesis degeneration leading to massive mitral insufficiency. The patient experienced shortness of breath, weakness and chest pain. A 26mm sapien 3 valve was implanted in replacement. The patient was 64-y-o at the time of the implant. The patient recovered well and is now home after hospital discharge.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.